Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the sensor was not communicating with the insulin pump. She also reported low blood glucose, but did not provide the blood glucose reading. She was not able to rewind the insulin pump. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.